Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ mgit¿ 960 system, 27 false positive results were obtained. Confirmatory gram testing was performed, and the results were negative. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): results problems. 27 false positives.

Manufacturer narrative:
H6: investigation summary this complaint alleges a false positive result on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in with multiple false positive results. After discussing customer workflow with technical support the customer confirmed that the false results were due to a customer workflow issue rather than an instrument or consumable issue. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for (B)(6) was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is due to customer workflow error. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of december. The upper control limit was not breached, and trends were not identified associated with this defect.

Event description:
It was reported that while testing with the bd bactec¿ mgit¿ 960 system, 27 false positive results were obtained. Confirmatory gram testing was performed, and the results were negative. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: results problems. 27 false positives.